Event description:
It was reported that the patient¿s battery depleted. Actions were not yet taken but planned. The patient had more serious health problems and the replacement of the implantable neurostimulator (ins) was not a priority. The patient¿s status at the time of report was alive with injury. The details of the injury and paint recovery are ongoing with other therapeutic actions planned. Signs and symptoms included pain and less than 50 percent therapy relief. The location of the pain was the original location of the pain as before treatment. The patient had reinstated symptoms due to the ins depletion. Later it was reported that the battery depletion was premature. The program used for the patient was continuous mode. No action had been taken and there was no explant.

Manufacturer narrative:
(B)(4)